Event description:
Same case as MDR: 2134265-2013-00898 and 2134265-2013-00897. It was reported that during a percutaneous coronary intervention the pullback intermittently stopped. The target lesion was located in an unspecified vessel. The motor drive intermittently stopped pulling back. No patient complications were reported and the patient condition is stable.

Event description:
Same case as MDR: 2134265-2013-00898 and 2134265-2013-00897. It was reported that during a percutaneous coronary intervention the pullback intermittently stopped. The target lesion was located in an unspecified vessel. The motor drive intermittently stopped pulling back. No patient complications were reported and the patient condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the product was received in good condition with no visible external damage or defects observed. The mdu-5 was installed into a gold standard system and tested for functionality. The unit meets specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Manufacturer narrative:
(B)(4)